Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2025-01728 and stryker reference# 4068751, submitted on 08/25/2025, was submitted in error. The device gave "replace battery" message. Error condition occurred but there has been no confirmation of a failure to the critical functionality of the device.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.